Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a skin reaction at the pod site and was prescribed antihistamine and cavilon cream for the skin reaction. No further information was provided.